Event description:
It was reported that pt underwent rotator cuff repair in 2005. Five wks later, pt complainted that something went in her shoulder and MRI comfirmed that lactoscrew anchor fractured in bone just below eyelet. Subject device was removed and additional fixation was applied.